Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported failure. The unit passed extended self testing.